Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the electronic gas delivery system would not calibrate. "O2 sensor out of range" and "o2 sensor & blender disagree" error messages were observed. Manual use of the gas delivery system remained available. The user reported there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.